Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that normal saline was leaking from a hole in the upper portion of the silicone segment. No patient harm reported. The tubing was in use for a day.

Manufacturer narrative:
Concomitant medical products: hospira 250ml infusion bag ndc 0409-7983-02, 0.9% sodium chloride injection usp, lot 59-111-jt, exp 1nov2017; therapy date (B)(6) 2016. The customer¿s report of a leak was confirmed. Visual inspection observed a tear in the silicone segment. The tear was on the top of the bottom edge of the upper fitment measuring approximately 0.01 inches long. Functional testing confirmed the leak from the observed tear. The cause of the leak was a tear in the silicone tubing. The cause of the tear is unknown.